Event description:
Pt reported obtaining back-to back blood glucose results of 401 mg/dl, 201 mg/dl, and 193 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported, and no treatment was received. At the time of the report, pt no longer had the test strips in use at the time that the discrepant results were obtained. While on the line with technical support, quality control testing was performed on pt's current strip vial and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.